Event description:
Caller reported a malfunction on the pump, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the pump was under warranty and sent a replacement pump with updated software. They provided guidance on using a g7 sensor and on placing the old pump in storage mode before returning it. The caller was instructed to return the faulty pump within 10 days using a prepaid label, and a signature was required for delivery of the new pump.